Manufacturer narrative:
(B)(6). Per DHR the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg lot# 73g1800871 was manufactured on 08/06/2018 a total of (B)(4) pieces. Lot was released on 08/13/2018. DHR investigation did not show issues related to complaint. The customer returned one representative sample of 382805 dermahook 1/2 hook 10 pkg/bx 6 hks/pkg for investigation. The actual sample was not returned. The returned sample was visually examined with and without magnification. Visual examination revealed that the returned samples appear typical. A functional test was conducted to test the strength of the returned sample. Six dermahooks were tested. The dermahook was attached to a force gauge via the thermoplastic elastomer (tpe) band and stretched to measure the amount of force on the band. The tested dermahooks yielded the following results: 1st tpe band: 3.33 lb-force without breaking 2nd tpe band: 3.68 lb-force without breaking 3rd tpe band: 2.84 lb-force without breaking 4th tpe band: 2.71 lb-force without breaking 5th tpe band: 1.74 lb-force until it broke 6th tpe band: 2.39 lb-force without breaking the following equipment was used during testing: force gage, equipment ID: 10122688 / c05262, calibration due: may 29, 2020 ruler, equipment ID: 10171599 one of the dermahooks broke during testing. According to d023656 rev. 01, "the force required to stretch the band 200% shall be between 0.64 and 0.94 lbf" and "the force required to stretch the band 300% shall be between 0.73 and 1.07 lbf." All six dermahooks tested met the requirements. The dermahooks were stretched greater than 300% and all were able to withstand at least 1.74 lb-force until it broke, which far surpasses the requirements. No functional issues were found with the returned samples. Specifications per graphic 14-2-001470 rev. 01 and the dhf for this product, d001915 rev. 03, were reviewed as a part of this complaint investigation. A corrective action is not required at this time since no functional defects were found with the returned sample. One representative sample was returned. The actual sample was not returned. The reported complaint of "rubber bands breaking" was not confirmed based upon the sample received. One representative sample was returned, but the actual sample was not. A functional test was conducted to test the strength of the returned samples. The strength of the tpe bands was tested against the design specifications and all dermahooks tested far surpassed the requirement. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned dermahooks. Since only a representative sample was returned, the root cause of this complaint issue could not be determined.

Event description:
It was reported that the doctor used the dermahooks and they snapped. He tried several of them and they keep snapping.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor used the dermahooks and they snapped. He tried several of them and they keep snapping.